Event description:
A report was received that the patient had lost stimulation, impedance reading were done and it was discovered that the patient had high impedance on three contacts. The physician took an x ray of the lead and it was discovered to be fractured. The patient will undergo a lead revision procedure.

Event description:
A report was received that the patient had lost stimulation, impedance reading were done and it was discovered that the patient had high impedance on three contacts. The physician took an x ray of the lead and it was discovered to be fractured. The patient will undergo a lead revision procedure.

Manufacturer narrative:
A review of the manufacturing documentation of the leads found that no anomalies or deviations potentially related to the event occurred during manufacturing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2158-70, serial # (B)(4), description: enhanced p3a 70cm lead.